Event description:
An alarm was reported on the customer's pump during use, which did not adversely impact the customer¿s blood glucose level. Despite assistance in loading a new cartridge, the problem persisted, causing the customer to be unable to continue insulin therapy with the pump. Consequently, technical support arranged for a replacement pump to be sent and guided the customer to switch to multiple daily injections as a backup therapy. The customer was instructed to return the faulty pump using a pre-paid label within 10 days, and they acknowledged understanding all instructions provided.